Event description:
It was reported that the pt experienced pain and there was no report of injury or trauma. The pt was evaluated via arthrogram and it was determined that the implant was loose.

Manufacturer narrative:
Investigation in process.